Event description:
It was reported that the patient's device was shutting off when the patient was in their doctor's office. The System Error message was noted on the device. As a result, the patient was feeling dizzy and light headed. A replacement device was sent to the patient.

Manufacturer narrative:
The unit came in for System Error and confirm complaint with the diagnostic page unit sieve life indicated low that caused by column contaminated too much absorbed moisture. The data log shows system warm possibly blocked vent.